Manufacturer narrative:
(B)(4). Testing of the lead (model 3878, (B)(4)) revealed no anomalies. The lead had acceptable continuity and no shorts. A non-standard impedance test was performed where the returned lead was tested with a known good screening cable at two voltage settings - 0.7 and 1.5 volts. The screening cable was connected to an external neurostimulator while the lead distal end was placed in a 0.9% saline solution. Normal impedances were measured on all circuits and electrode pair combinations. The lead was functionally okay.

Event description:
The health care professional (hcp) had some difficulty placing the lead in the desired level of the epidural space during implant. The hcp found an acceptable position and completed the implant. The pt was able to feel paresthesia at values from 7 to 10.5 amps. The sys was tested at the end of the surgery and everything seemed okay with normal impedances. The pt was seen about one hour later and the sys was tested again. None of the programs that were tested during surgery worked post-operatively. The pt felt sensations of 0.3 amps. The impedances were measured and were different from the values measured in surgery. The pt was returned to surgery and the lead was explanted and replaced. The new lead was moved up one level in the vertebral column. The pt was not injured. The sys worked normally with the new lead and the pt had paresthesia in the correct area. Add'l info indicated that the pt had acceptable pain relief 24 hours after surgery.